Manufacturer narrative:
H3 and h6 codes - updated. One used sample was returned for investigation. No discrepancies related to the complaint were found during visual inspection. During the functional testing, the cuff inflated and was observed to deflate. Upon further inspection a cut was observed in the cuff of the set. The complaint of air leakage can be confirmed due to the cut observed. The probable cause of the cut is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device had an air leak. There is also a concern that it might be torn, as water droplets were found inside the cuff. There was no reported patient harm/adverse event.

Manufacturer narrative:
B3: (B)(6) 2026 was the reported month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.